Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the vizigo¿ sheath, when advanced over the wire, the hemostatic valve was broken and there was a bleed back from the valve. The sheath was replaced and the issue was resolved. The case continued without any further incident. No adverse patient consequence was reported. Additional information was received on 05-jan-2022. It was reported that they do not believe anything obvious physically broke apart on the sheath. The valve did not appear to be broken into separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. Sheath was promptly exchanged for a new one, so blood loss was minimal. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
Initial reporter address line 2 (cont): (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-mar-2022, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 20-apr-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the vizigo¿ sheath, when advanced over the wire, the hemostatic valve was broken and there was a bleed back from the valve. The sheath was replaced and the issue was resolved. The case continued without any further incident. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis of the returned carto vizigo¿ sheath sample revealed that the hemostatic valve could not be found, and the dilator was bent. The hemostatic valve detachment could be related to the dilator being wrongly introduced; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device number 50000041 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).